Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The pull tab to adjust the handle broke off.

Event description:
The pull tab to adjust the handle broke off.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the handle locking lever broke during the case. Product evaluation and results: "visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated." Product history review: device history records indicate (B)(4) devices were manufactured under lot k0b1a were accepted into final stock on 4/16/2018. No non conformances were identified during the process. Complaint history review: a review of complaints related to p/n 209063, lot k0b1a shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.